Manufacturer narrative:
The customer reported that they completed the repair of this device in august of 2014. They ran the extended self test (est), the short self test (sst) and put the vent on a soak test, which ran without issue. (B)(4)

Event description:
A report was received that stated an 840 ventilator experienced a system error while on a patient. There was no report of patient injury or harm.